Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was deceased. Upon review of stored events from the patient's implantable cardioverter defibrillator (ICD), there were a number of consecutive non-sustained ventricular tachycardia events that were declared "terminated" but the events did not appear to meet the termination criteria. The patient's arrhythmia toggled in and out of the detection zone, never meeting the criteria to treat. Therefore, the patient did not received therapy for their arrhythmia and subsequently passed away. The patient's right ventricular (rv) lead also exhibited a lead integrity alert (lia) for high rate non-sustained episodes, short v-v intervals, and high impedance. It is unknown if the lia alert triggered prior to or postmortem.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.